Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional information received that on pod 13 the patient was hemolyzing a bit. On pod 18 the physician advised that they will go back in to assess if they need to plug the pvl further. Additional information received that they attempted but were unable to plug the pvl further. They advised the patient is now unfortunately on hospice. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for intraprocedural paravalvular leak - between dock and anatomy was confirmed with empirical evidence. Based on the available information from the event description, case notes, and engineering investigation, there is no indication that patient factors (e.g. Commissure to commissure distance and/or pre-existing commissural health conditions, such as leaflet cleft, perforation, prolapse, flail, and/or mac) or procedural factors (e.g. Low dock deployment, incorrect or canted dock position, and/or crisscrossed dock) contributed to the event. This issue is not related to a device malfunction that is related to a manufacturing deficiency, labeling issue, or device related infection therefore a DHR is not required. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received a report of a sapien m3 procedure in mitral position where there was a severe pvl after deployment, requiring a plug. Pvl was reduced to mild after the plug.